Event description:
Pct used syringe for lidocaine administration. Upon completion of use, pct tried to engage safety device and it was very difficult. Pct's hand slipped off the syringe, his hand recoiled and landed on the needle. The needle punctured through his glove and skin.

Manufacturer narrative:
Unused device returned by user facility did not display any mfg defected and operated as intended.